Manufacturer narrative:
Evaluation results: inherent risk of procedure (stent dislodgement). Failure to follow instructions (excessive force was used during delivery). Patient¿s condition affected effectiveness of device (90% stenosis, severe calcification and vessel tortuosity). Related to operational context (passed through a previously deployed stent. Resistance encountered). (No device received for evaluation). Evaluation conclusions: operational context (passed through a previously deployed stent. Resistance encountered). Device failure related to patient condition (90% stenosis, severe calcification and vessel tortuosity). Known inherent risk of a procedure (stent dislodgement). Failure to follow instructions (excessive force was used during delivery). Unable to confirm complaint (no device received for evaluation). (B)(4).

Event description:
It was reported that the physician was attempting to treat a lesion in the rca exhibiting 90% stenosis, severe calcification and vessel tortuosity. The physician prepped an endeavor resolute (rx) drug eluting stent as per IFU with no issues noted and performed negative prep. It was reported that the device passed through a previously deployed stent and that excessive force was used during delivery and resistance was encountered when advancing the device. It was reported that there was a failed delivery of the device and during removal the stent dislodged. A snare was used to retrieve the dislodged stent. Patient reported to be ok. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).